Event description:
It was reported that the pt programmer display showed "call your doctor" icon" with a por (power on reset) condition. The pt was not able to adjust stimulation. Additional info was requested.

Manufacturer narrative:
(B)(4).